Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s meter and test strips have been returned on 1/26/2015 and 1/21/2015, respectively, and evaluated by lifescan product analysis on 2/4/2015 and 1/22/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have a fading serial number label. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.